Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). Please see medwatch report # 2032227-2014-37577.

Event description:
The customer reported that the paramedics came to her home for low blood glucose and gave her orange juice. The customer stated that she did not count her carbohydrates correctly and as a result, administered too much insulin. Furthermore, the customer stated she was having problems with her blood glucose going as up to 441 mg/dl, on the date of this report, which she treated with an insulin pen. She stated she changed her infusion set. The customer's blood glucose went down to 250 mg/dl and she declined to troubleshoot for high blood glucose. The customer further stated that she believed her infusion sets were not adhering, due to the infusion sets sticking to the serter. Nothing further was reported.